Event description:
Additional information received indicated the surgery type was a retinal procedure. The console rebooted twice when they turned it on before the beginning of the surgery. There was no patient involvement.

Manufacturer narrative:
The company service representative (ar) examined the system and replicated the reported event. The nonconforming power controller printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power controller printed circuit board (pcb). The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an ophthalmic console rebooted twice by itself when turned on. They were able to use the console after shutting it down and restarting it. There was no patient harm. No additional information is expected.